Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a component in the force sensor assembly was found to be misaligned on the circuit board. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a component in the force sensor assembly was found to be misaligned on the circuit board. During evaluation the pump was able to rewind properly, but when the load step was activated the piston did not move. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.